Event description:
It was reported that during an episode of ventricular fibrillation at 06:04 am on (B)(6) 2013, the implanted ICD system failed to deliver appropriate defibrillation therapy. Reportedly, the system detected the vf, but shock therapy was not delivered due to low rv lead impedance (<200 ohm) and low shock impedance. The patient received CPR (cardio-pulmonary resuscitation), and was then defibrillated at 06:31 am. The ICD system is planned to be replaced.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.